Event description:
Pt has experienced ongoing hyperglycemia since (B)(6) 2010. Pt typically measures blood glucose 3 times per day and has increased this to 6-7 times. Normal blood glucose during the morning hours is 6-8 mmol/l (108-144 mg/dl), and blood glucose has been 18-20 mmol/l (324-360 mg/dl) during this time. Pt delivered extra boluses through the infusion device. Infusion set is changed every 2-3 days. Used infusion sets were discarded and will not be returned for eval. Infusion device was not exposed to electromagnetic fields or water. Infusion device was not dropped. There were no changes to diet, but patient was under increased stress and on medication. Patient used backup infusion device for 2 days and blood glucose returned to normal. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.